Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss. A new inflatable penile prosthesis consisting of 16 cm x 12.5 mm ambicor penile prosthesis was implanted.